Manufacturer narrative:
Attempts were made to clarify the report of "disconnection" and "bleeding". The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. If additional information is received a supplemental report will be forthcoming. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the catheter became disconnected from the equipment during use and the patient experienced bleeding. The amount of "bleeding" was not specified. No patient complications were reported.